Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of the device and no physical damage was observed. The functional evaluation revealed the returned handpiece's ma's was over 960ma but did not grow warm. It's noted that the suction and suction lever worked as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that, during a knee arthroscopy, a platinum handpiece turned off and got hot. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.